Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that 11 hours after the deployment of the mynxgrip, a hematoma larger than 6cm was noted. Manual compression was applied (duration unknown). The patient required 2 units of blood for a transfusion. The patient was hospitalized due to the mynxgrip device / mynxgrip procedure. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.